Event description:
The hcp reports via registry the patient was experiencing persistent nausea. The hcp found the catheter had a break/cut near the connector. The hcp believes the nausea was related to some of the medication going subcutaneously due to the damaged catheter. The catheter was replaced and the patient recovered without sequela. The drug used in the pump was fentanyl 25000.0 ug/ml at 5.0 mg/day.